Manufacturer narrative:
The customer reported intermittently getting an asystole alarm while being used to monitor a patient. At the time of the event, a test load was connected to the device's pads cable. The customer was not sure if leads or pads was selected for monitoring during the event. There was no reported adverse patient impact. No service was requested, as the customer wanted to confirm that there was a problem. The investigation concluded that there is no information supporting a malfunction of the device. The available information supports that the users had the device on pads view with a test load resulting in the asystole alarm.

Event description:
The customer reported intermittently getting an asystole alarm while being used to monitor a patient. At the time of the event, a test load was connected to the device's pads cable. The customer was not sure if leads or pads was selected for monitoring during the event. There was no reported adverse patient impact. No service was requested, as the customer wanted to confirm that there was a problem.